Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: ddmb1d4-defibrillator implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller experienced a controller fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the controller passed functional testing; a controller failed or controller fault alarm was not active during testing. Furthermore, the controller was able to run a motor fixture. Visual inspection under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigated the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. A review of the controller log files revealed that the controller logged an entry in the event file on (B)(6) 2018, at 09:31:54, indicating that the user interface controller (uic) was not communication with the pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. The event file also logged an entry at 09:31:54, indicating that the pmc had reset itself intentionally. The pmc reset was followed nine (9) seconds later, at 09:32:03, by a controller fault alarm that was due to the pump not starting after the pmc reset. At the same time, a controller failed alarm was logged because the pmc was not communicating periodic operating status update messages to the uic. Based on log file analysis, the reported event was confirmed. A possible root cause of the reported event can be attributed, but not limited, to a temporary memory corruption. If information is provided in the future, a supplemental report will be issued.